Event description:
It was reported that the patient¿s stimulation was in the wrong location. It was noted that the patient¿s implant was ¿not working properly.¿ it was further noted that the patient felt most of her stimulation down by her knees. It was noted that this started happening in that area about a week prior to the report. It was noted that in order to get stimulation in the lower back, the patient had to turn her stimulation up pretty high.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient still had stimulation in the wrong location. There were x-rays taken and reprogramming was done. The patient noted that men from worker¿s comp lived upstairs from them and were manipulating the patient¿s device. They had been doing this a lot prior to the report and in recent months. They had also followed the patient from house to house as the patient moved to try and get away from them. The patient used to only get stimulation in their back but was now getting stimulation down their leg. A manufacturer representative tried to reprogram the patient but stated the men had rewired the patient¿s device and therefore it was not allowing the device to give the patient the stimulation they had once had. The men would peer through the ceiling from the above apartment and aim things at the patient¿s implant to burn or numb the patient. The stimulator had normal impedances and function. A manufacturer representative was able to get stimulation down the back of the patient¿s leg like they wanted but they also had stimulation down the front of their leg. The patient was getting less than 50% therapy relief down their right leg. They were unable to get the stimulation the patient wanted. The patient status was listed as alive with no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that the patient had their device reprogrammed and the next day they felt they had stimulation going up the front and back of their leg. It was unclear when this issue occurred. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was feeling stimulation down the front and back of their legs and they were supposed to feel stimulation in their right upper buttocks area. The stimulation in their legs started in their toes and went all the way up. This issue started within the month prior to the report and started suddenly overnight. The patient woke up and it felt like razors on their legs. The patient had not had any falls or trauma. The patient had to turn their stimulation up really high to get it where they needed it. This was the second time the issues had happened. The 1st time was during the spring and was resolved with reprogramming. The patient believed that a person from their insurance company had a physician programmer and was changing their stimulation. The patient had their device reprogrammed and then the next day the stimulation was in their legs. The patient believed that the insurance agent lived above them and was changing their programming when they slept. One night it felt like someone was doing something to their stimulation. The patient's pain was back and they were taking pain medication and medication to put them to sleep. Something was wrong with their device in the winter but they didn't want to go down to see their doctor. The patient went for years with the same settings. The patient was without pain for 10 years. Everything worked fine until earlier the year of the report. It was further reported that the patient had a form of schizophrenia. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0424776v, implanted: (B)(6) 2004, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
The manufacturer representative was told not to see the patient by the patient's doctor until the patient got treatment.

Event description:
It was reported that the patient wanted their stimulation reprogrammed because their stimulation was going down then front and back of their leg instead of just the back of the leg. The patient had missed two appointments for reprogramming due to taking pain medication. The patient had cut down on their activities. They were planning on going to see their doctor in september to get their device reprogrammed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.